Event description:
It was reported that bd unknown pegasus leakage at adapter tubing junction. The nurse discovered that the heparin cap was leaking while giving the patient intravenous infusion, so she replaced the product and re-inserted the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Risk review-a review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
Customer stated the device was used punctures. No additional information provided.